Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The field service engineer found that the rinse mechanism tubing was damaged and worn. He replaced the tubing and verified the rinse adjustments after replacement. He performed calibration, qc, and precision testing. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. Discrepant results were provided for 1 patient sample. The initial result was 4.5 mg/dl. The sample was repeated on a different c702 module, as this result was "abnormally low." The repeat result was 8.5 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The c702 module serial number was (B)(6).